Event description:
Caller reported (B)(6) urine hcg results three times using (B)(4) one step+ hcg urine cassette test. Technical service has made several attempts to obtain further info, but has been unsuccessful. No further info on pt(s) or confirmation method used was provided.

Manufacturer narrative:
Control: 25 miu/ml, hcg urine control lot: hcg110328-01, 100 ,iu/ml hcg urine control lot: hcg110307-01, 202.7 iu/ml hcg urine control lot: hcg110810-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minutes read time (n=5). The 100 miu/ml hcg urine control yielded clearly positive results at 3 minutes read time (n=5). The 202.7 iu/ml hcg urine control yielded clearly positive results at 3 minutes read time (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in house. Issue to be tracked and trended. No product deficiency established; no corrective action required at this time.